Manufacturer narrative:
The device was visually inspected and reddish material was found under the pebax with no visible damage. Additionally, scanning electron microscope (sem) testing was performed on the damaged area. Results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Concomitant product: agilis 8.5 f sheath. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the catheter had blood on the inside of the tip. The catheter was removed from the body to be repositioned and the blood in the tip was noticed. No issues were reported while maneuvering the catheter and there were no visibly exposed wires. The catheter was replaced and no other issue occurred. There was no patient consequence. The integrity of the pebax sleeve was not compromised. Therefore, this complaint was originally assessed as not reportable. The bwi failure analysis lab (fal) received the device for evaluation. The(B)(6) 2018 fal findings of the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole found on the surface of the pebax is reportable.